Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was turning on and off randomly. The patient stated there was no damage to the pump. The patient stated they replaced with a new battery and the issue remained unchanged. No additional information is available at the time of this report. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.